Event description:
It was reported to philips that the device's battery needed replacement. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Remote support from the customer care solution was provided and it was determined there was a malfunction of the battery. The customer ordered a replacement battery to resolve the reported issue. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. The customer ordered a replacement battery to resolve the reported issue. It has been concluded that no further action is required at this time.